Event description:
The swab cap by excelsior medical was being used on an alaris smart site needle-free valve. The smart site developed a hazing inside the cap. Upon further investigation it was determined that small bubbles of alcohol had entered the smart site between the blue valve and the clear exterior. This occurred on several smart sites, within 1 - 2 days after placement of the swab cap. We have stopped using this product and have contacted the company. Dates of use: (B)(6) 2010 - (B)(6) 2011.